Manufacturer narrative:
The patient is a smoker with a medical history of previous mi. Three resolute onyx stents were implanted during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated. It was reported that on the same day, the patient had elevated cardiac enzymes. Cec adjudicated the event as a myocardial infarction. Safety assessed the event as possibly related to the device.